Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no:  2015691-2018-03046 this report is for the 20mm sapien s3.  Reference: ochiai, tomoki, et al. "Recurrent severe aortic stenosis after transfemoral transcatheter valve-in-valve-in-valve replacement." The journal of thoracic and cardiovascular surgery 155.5 (2018): e141-e144. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention.  Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation.  Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr).  In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, a definitive root cause could not be determined; however, the article mentions severe prosthesis-patient mismatch which likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through article "recurrent severe aortic stenosis after transfemoral transcatheter valve-in-valve-in-valve replacement", approximately 2 years and 6 months post implantation of a 23mm sapien xt valve in a pre-existing 23mm surgical valve for aortic stenosis, a 20mm sapien 3 valve was implanted inside the 23mm sapien xt valve due to recurrent aortic stenosis and regurgitation (peak and mean gradients of 114 and 72 mm hg, respectively). Post procedural tte demonstrated a reduction in gradients (peak and mean gradient sof 53 and 31 mm hg, respectively); however, a severe prosthesis-patient mismatch (ppm) with an indexed effective orifice area of 0.59 cm2/m2 was noted.  Approximately 8 months post implantation of the 20mm sapien 3 valve it was determined the patient had high gradient with significant ppm. Removal of the 3 previously implanted prosthetic valves (1 surgical and 2 transcatheter valves), a 21mm pericardial magna ease surgical valve was implanted.  The pathologic examination after the procedure showed the presence of dense adherent fibrosis and calcification in the 23-mm carpentier-edwards perimount bioprosthesis and the 23-mm sapien xt valve. No fibrosis or calcification was seen in the 20-mm sapien 3 valve. In all 3 valves, no thrombus or vegetation was identified. The patient had an uneventful postoperative course and was discharged on postoperative day 7.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.